Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that when the patient met with the manufacturer representative in (B)(6) they were able to get full coupling. Now the patient had difficulty recharging. Statistics from the physician programmer showed that the number was 19, the typical duration was 0.9, and the typical interval was 0.1 with no typical coupling. The patient got 60 and 62 during an antenna locate. The patient only got 0-2 coupling bars when recharging. The implantable neurostimulator (ins) was too deep. The manufacturer representative indicated that the incision was still healing but the ins had gone deep. The patient would see the health care professional (hcp) on friday for a revision. Stimulation was turned off. It was discussed with the patient to charge even though coupling was poor. The patient was revised on (B)(6) 2016. The ins was moved lateral and upward about 1.5 inches but was still beneath the patient's anatomical beltline. The manufacturer representative talked with the patient on thursday for follow-up and the patient reported good coupling with 8 coupling bars and relatively quick recharging. The reported battery status was full.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.